Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 3.3. Date: (B)(6) 2010, inratio: 4.0. Lab draw was within five minutes of inratio test.

Manufacturer narrative:
Investigation pending.